Event description:
Per cnf, it was reported that: event: the device was unable to cross. Was there any appearance abnormality before use? No. Where it was unable to cross? (Lesion, sheath, inside guiding catheter, etc.,); inside the guiding catheter. Shaping; yes. Infected: unknown. Infection name: diagnosis or treatment: resolution: different device used (same model). Where did event occur: inside the patient. Patient outcome: no patient injury. First time the unit was used: yes. Tested prior to use: yes. Used before expiry date: yes. Generator used. Ablation catheter used. Other used.

Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Awaiting device return.

Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. A visual and tactile examination of the returned used guide wire was completed, and the following features were observed: this is a 3-piece construction: coil, ribbon, and core. The ribbon and coil are welded in the distal end, and the ribbon, coil and core are welded in the proximal end. The guidewire was returned kinked at approximately 93.2cm from the distal end, and at 29.3cm and 30.9cm from the proximal end. No anomalies were observed to indicate a manufacturing issue with the distal or proximal weld. A fingerpull test was carried out on both welds, and it was confirmed that the two welds are intact. No other damaged was noted on the returned guidewire. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "user does not exercise care during the insertion of the flexible end of the guidewire into the entry device/catheter" appears to have impacted on the event as reported. The root cause is undetermined: cause not established. The classification as reported was "functional: advancing issue" however upon inspection the classification as analysed was determined to be "damaged: kinked". Lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: · exercise care in handling of guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation.

Event description:
Per cnf, it was reported that: - event; the device was unable to cross. - was there any appearance abnormality before use? No. - where it was unable to cross? (Lesion, sheath, inside guiding catheter, etc.,); inside the guiding catheter. - shaping; yes. Infected: unknown. Infection name: diagnosis or treatment: resolution: different device used (same model). Where did event occur: inside the patient. Patient outcome: no patient injury. First time the unit was used: yes. Tested prior to use: yes. Used before expiry date: yes. Generator used. Ablation catheter used. Other used.